Event description:
Revision surgery 2 years and a half after primary due to tibial baseplate sinking. The tibial component and the inlay were exchanged. It was reported that the pt is obese. Please refer MFR report # 3005180920-2013-00189.